Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient's representative that after the implantable cardioverter defibrillator (ICD) was replaced and was "hooked up the new monitor", the patient experienced chest pain for a few days. After the monitor was unplugged, the pain went away. It was noted that the pain was "like in the pocket" and the patient could not sleep. It was also reported that the patient's heart rate dropped "down to 45, 40, 49 and sometimes down to 44" beats per minute (bpm). It was stated that the patient "is uncomfortable and believes it is being manipulated," it's "like someone is playing with that machine, like controlling it (ICD)". The ICD remains in use. No further patient complications have been reported as a result of this event.